Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump showed insulin delivery but did not record insulin. The caller stated that this issue was observed a year prior, but he thought that it was due to his trainer not having completed a bolus. He stated that he knew that the insulin pump was delivering insulin based off of his stable blood glucose levels. The blood glucose reading was 4.1 mmol/l. The caller stated that the bolus history did not show boluses. He reported he programmed boluses, which he knew the device was delivering, but they did not show in the history. He did not have the insulin pump to perform troubleshooting. Nothing further reported.